Manufacturer narrative:
Failure analysis revealed that the insulin pump alarmed motor error and failed the displacement test during rewind as a result of a motor encoder signal being out of phase.

Event description:
It was reported that insulin pump alarmed motor error multiple times after the customer went thru a MRI while wearing the device. The husband stated that the customer was in the intensive care unit due to removal of a tumor in her ovaries. Also, the husband stated that the battery was removed from the insulin pump and troubleshooting was not performed. No further info was provided.